Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed. Device remains implanted.

Event description:
It was reported that this patient began experiencing "high watt and high flow alerts" nine days post lvad implantation. Log files were sent to the manufacturer for evaluation and lysis therapy was initiated. Power consumption and flows began to normalize after the first of round of treatment and follow up log files were sent for evaluation. The clinical specialist recommend that the site hold further lysis therapy due to complications with liver and kidney dysfunction. The patient expired on (B)(6) 2015. Investigation is ongoing.

Manufacturer narrative:
Log file analysis: a review of the controller log files associated with the event confirmed the high power consumption and estimated flow. A rise in power consumption has been logged starting (B)(4) 2015 to a peak of 6.1w on (B)(4) 2015 outside of normal power consumption. 11 high watt alarms have been logged on (B)(4) 2015. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. Based on the information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. The site also indicated that they believed the device functioned as intended. The device was not returned for evaluation therefore a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus. Clinical factors that increased the likelihood of thrombus formation in lvad patients include intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. In this particular case, the patient's poor clinical condition prior to lvad implantation, the recent implant procedure are likely contributors to the reported event. The patient's outcome related to the reported event was likely due to complications that developed during the post-operative period related to the suspected thrombus formation in the device. Though the device was not returned for evaluation, the most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.